Event description:
Information was received that a smiths medical catheter was difficult to intubate the patient. No patient injury resulted.

Manufacturer narrative:
The available information suggests that there was "no patient injury" due to the difficulty inserting the peripheral jelco IV into the patient smoothly nor was there reported "compromised" insertion mechanism. The coded hazard situation (rmd-10001485.104-patient injury-hazsit.11; difficulty performing venipuncture due to compromised insertion mechanism) should have been rmd-10001485.104-procedure interruption-hazsit.20 which indicates that this complaint is not reportable to the FDA. The reported also does not indicated that "difficulty inserting" would likely cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this complaint is not reportable as a serious injury or malfunction. The event reported under MDR 3012307300-2018-08344 was determined to be not reportable and no further reports will be filed using this file number.